Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and reprogramming options were recommended. No adverse patient effects were reported. At this time, this device system remains in service.